Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. The actual date when the event occurred in unknown. The date listed is the date when abbott diabetes care became aware of the event. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A physician reported a customer/patient received a ¿hi¿ (a reading greater than 500 mg/dl) on his adc freestyle libre sensor, administered 20 units of humalog insulin and then lost consciousness. Customer was taken to the hospital where a reading of 34 mg/dl was received on a hospital meter. Customer was diagnosed with hypoglycemia and hypokalemia and treated with ¿glucose and potassium¿ via unknown routes of administration. There was no report of death or permanent injury associated with this

Manufacturer narrative:
Performed visual inspection on returned sensor patch, no issues observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (normal termination). Removed sensor plug assembly and performed visual inspection and no issues observed. Sensor inserted into the sim-vivo test fixture. Sensor was reprogrammed and applied current to perform linearity testing. All results were within specification. No product deficiency was identified.

Event description:
A physician reported a customer/patient received a ¿hi¿ (a reading greater than 500 mg/dl) on his adc freestyle libre sensor, administered 20 units of humalog insulin and then lost consciousness. Customer was taken to the hospital where a reading of 34 mg/dl was received on a hospital meter. Customer was diagnosed with hypoglycemia and hypokalemia and treated with ¿glucose and potassium¿ via unknown routes of administration. There was no report of death or permanent injury associated with this.